Event description:
A customer observed false positive ahbc results for two patient samples tested on the eci analyzer the positive ahbc results did not agree with historical results for two patients or with results obtained from an alternative assay. The biased result was not reported. False positive results could lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that qc results were within acceptable limits, calibration was acceptable, and no analyzer malfunctions were noted at the time the initial results were obtained. No further testing could be performed as no sample remained from either patient and the patients could not be redrawn. The root cause of the event is unknown.